Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was explanted on (B)(6) 2021. It was unknown if the explant was due to recovery or if it was device and/or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues or adverse events were reported by the account. A direct cause for the reported device explant could not be conclusively determined through this evaluation. Multiple requests for additional information were issued to the customer including product return status; however, no further information was provided. (B)(6) was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or qa specifications. Although no specific issues were reported, the heartmate 3 left ventricular assist system instructions for use outlines adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.